Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's device was alarming motor error alarm during rewind. It was reported that there were motor errors in the device's alarm history. The customer's blood glucose level was reported to be normal. The device was reported to be out of warranty. No further information provided.